Manufacturer narrative:
A field service engineer (fse) was dispatched and indicated the waste container was flooding due to build up in the vacuum accumulator. The fse found lint (from bathroom tissue paper) accumulated and stuck to the probes. The fse replaced the probes, checked pressure, performed alignment and qc and the system was resumed. The fse advised the customer not to use the bathroom tissue paper.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported the waste container was flooding on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.